Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient faced that the infusion set cannula was kinked within 3 or more hours after insertion at abdomen, which caused the patient's high blood glucose to exceed 500 mg/dl (27.7 mmol/l). Therefore, patient had received correction injection via multiple daily injection (mdi). Patient changed supplies as necessary and resumed insulin therapy. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.